Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a pcb error. The base was not responding, and the battery communication timed out. The battery was replaced twice and needs preventive maintenance. There was unknown patient involvement and unknown harm/adverse event reported.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed a chipped to the top case front corner, a crack to the right plunge case, and damaged to the bottom case. Review of the event history log (ehl) showed base and battery communication errors. A functional test was performed and the reported issue was duplicated. The cause of the reported issue was due to the interconnect board. As a result, the interconnect board was replaced. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.